Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a pacemaker system extraction due to pocket infection. The pacemaker was explanted and replaced to resolve the issue.